Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker defect on the mx40. There was no report of a patient injury or harm.

Manufacturer narrative:
Should be stated 30 day initial report not as a 5 day report.

Manufacturer narrative:
Device returned for repairs.